Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl; cause was not known. Customer subsequently went to the emergency room and was subsequently hospitalized. Customer attempted to resolve bg by consuming carbohydrates. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.